Manufacturer narrative:
Ortho investigation: during normal operation of the ortho vision analyzer, the camera imaging subsystem (cims) interfaces with a hardware camera to request and retrieve camera images for column grading and results interpretation. The camera software uses a first-in, first-out queuing system to take and return images to the cims software. Under an atypical software anomaly, a customer observed that images used for analysis of a test result did not come from the front and back sides of the same card. Ortho determined that the cims processed images out of synchronization (images captured earliest in sequence are placed at the top of the queue to be processed). As a result, image processing software utilized on the ortho vision analyzer may use mismatched front of card and back of card images for column grading and result interpretation. The most probable assignable cause is analyzer-related, when an error occurs between the camera and/or camera software and cims, the image queues can contain 1-2 images more than the count expected by cims software. If images remain in the queues from a previous operation, they will be used first, instead of the intended/appropriate image. No patient results reported. A communication (cl2022-243) was sent on 21sep2022 and advised customers that until a software update is available, when the ortho vision analyzer posts a cims28, cims33, cims35, or a cims02 error code, to please abort all tests in-process, shut down the system and restart the analyzer. Restarting the analyzer will reset the software and resynchronize camera images to resolve the use of mismatched images. In addition, results generated around the time the error code was reported should be reviewed for concordance with known patient information, if available. The FDA was notified of this issue on 22sep2022. Us FDA recall report number: 2250051-09/22/2022-001-c res# (B)(4).

Event description:
Mxp2533506 ra602482 customer contacted ortho reporting cims35- unexpected image mismatch error on vision. Reboot required to resolve. Sw version: 5.13.2.47027 ortho investigation: during normal operation of the ortho vision analyzer, the camera imaging subsystem (cims) interfaces with a hardware camera to request and retrieve camera images for column grading and results interpretation. The camera software uses a first-in, first-out queuing system to take and return images to the cims software. Under an atypical software anomaly, a customer observed that images used for analysis of a test result did not come from the front and back sides of the same card. Ortho determined that the cims processed images out of synchronization (images captured earliest in sequence are placed at the top of the queue to be processed). As a result, image processing software utilized on the ortho vision analyzer may use mismatched front of card and back of card images for column grading and result interpretation. The most probable assignable cause is analyzer-related, when an error occurs between the camera and/or camera software and cims, the image queues can contain 1-2 images more than the count expected by cims software. If images remain in the queues from a previous operation, they will be used first, instead of the intended/appropriate image. A communication (cl2022-243) was sent on 21sep2022 and advised customers that until a software update is available, when the ortho vision analyzer posts a cims28, cims33, cims35, or a cims02 error code, to please abort all tests in-process, shut down the system and restart the analyzer. Restarting the analyzer will reset the software and resynchronize camera images to resolve the use of mismatched images. In addition, results generated around the time the error code was reported should be reviewed for concordance with known patient information, if available. Customer letter cl2023-008, product notification: additional corrective action: resolution to previous product correction notifications in application software version 5.14.5 (mod 67) for ortho vision and ortho vision max analyzers, was issued on 25jan2023. The letter is notification to customers that application software modification (mod 67) is available for delivery to their instruments via e-connectivity, ortho plus or a usb drive. This modification was classified as a type a (mandatory) modification. The FDA was notified of this issue on 22sep2022. Us FDA recall report number: 2250051-09/22/2022-001-c res# (B)(4).